Event description:
Caller reported that a malfunction occurred on pump following a cartridge alarm and another malfunction within a 12-hour window. Blood glucose level was not reported to exceed 500 mg/dl and was within normal range. Customer reset pump independently, and technical support arranged for a pump replacement.